Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to clothing of the pt's access, which was confirmed by review of the log files. The cycler alarmed appropriately. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, a venous air alarm occurred followed by an arterial pressure alarm. Rinseback could not be performed due to clotting of the arterial line, resulting in an estimated blood loss of 190cc. No medical intervention was required.